Event description:
It was reported that patient suffered from toxic anterior segment syndrome (tass). There were medications prescribed. There was no delay in treatment or other interventions reported. No further information was provided.

Manufacturer narrative:
Weight and ethnicity unknown/not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Implant date: not applicable as healon pro is not an implantable device. Explant date: not applicable as healon pro is not an implantable device. Telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.